Event description:
In 2007, MFR rep reports that the pt's pump will be explanted today due to infection. No other pt symptoms were reported. The drug contained in the pt's pump is baclofen (unknown concentration) at a dose of 1200 mcg/day. Add'l info has been requested from the MFR's rep and hcp, but were not available at the time of this report.